Manufacturer narrative:
The product associated with this reported event was not returned for examination. X-rays were not available for examination a search of the complaint database did not show any additional reports against the lot code. The investigation could not draw any conclusions about the reported event based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient revised for osteolysis and polyethylene wear of tibial insert, loosening of tibial and femoral components at cement/implant mantle. Cement manufactured by others.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.